Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the waveform was abnormal. The iab placement was adjusted, but this did not resolve the issue. The customer determined that the iab had not inflated or deflated properly so the iab was removed. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was able to clear the occlusion and evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The condition of the iab as received indicated an occlusion in the inner lumen. This can cause difficulty monitoring the waveform. The evaluation confirmed the reported difficulty to monitor arterial waveform. We are unable to confirm the reported difficult inflation and deflation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).